Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical cleo 90 infusion set was placed with a patient at 1:40pm. By 3:00pm that day, glycemia was noted with 4.81g. However, approximately one hour later (4:00pm), the patient's blood glucose was recorded at 4.18 with ketone at 0.1 mmlo. Subsequently, a correction bolus was required to address the elevated blood glucose, and the patient's levels were reported to have returned to normal. No additional adverse patient effects were reported.